Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Noise and oversensing was also observed. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.